Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the brush heads became loose and failed; the brush head actually came off in his/her mouth. Also the brush heads became very loose and stopped vibrating back and forth. No injury was reported.